Manufacturer narrative:
(B)(4). (B)(6). The dialyzer was discarded and not available for technical investigation; however, a video was provided for evaluation. According to the video an external fluid leakage at the connection of the header/housing was visible. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly a patient was treated with hemodialysis using a theranova 400 dialyzer. After two hours and forty minutes of therapy, a fluid leakage was reported from the ¿bottom¿ of the dialyzer. The leak appeared to originate somewhere around the sealing of the dialyzer header. There was no report of patient injury or medical intervention associated with this event. No additional information is available.